Event description:
Per the clinic, the patient experienced intermittencies. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and it is unknown if there are plans to re-implant the patient as of the date of this report.